Event description:
"On or about (B)(6) 2007," a perigee sling with intepro was implanted for stress urinary incontinence. Allegedly, "after, and as a result of, the implantation of the perigee system with intepro," the pt experienced, "serious bodily injuries, including, but not limited to, extreme pain, erosion of her internal bodily tissue and other injuries," and has experienced, "significant mental and physical pain and suffering and she has sustained permanent injury."

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.